Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl or 58 mg/dl. Customer¿s other blood glucose level was 226 mg/dl at the time of call. Customer also reported that the insulin pump received no delivery alarm. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with eat. Customer stated that turned the insulin pump off to correct. Customer stated that they was able to troubleshooting for a potential reservoir and infusion set issue at this time. Customer states insulin exited the tubing. Customer also stated that the insulin pump did not alarm no delivery. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.